Event description:
This event was captured based on literature review. This study sought to assess the incidence of angiographic failure after successful chronic total occlusion (cto) drug-elutig stent-supported percutaneous coronary intervention (pci). It was reported that multiple stents were used during the procedures including xience v or promus stents, along with non-abbott des stents. It was reported that from 2003 to 2010, 1,035 patients underwent pci for a least 1 cto (>3 months). Of these, 802 (77%) had a successful pci. The angiographic rate was 82%. Clinical outcomes were as follows: 20.0% instent restenosis or reocclusion; 12.8 % cto vessel repeat pci; 0.9 % myocardial infarction; 0.4 % stent thrombosis; 3.2 % cardiovascular death; 16.0 % major adverse cardiovascular event (including cto, CABG, nonfatal mi, cardiovascular death); no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of myocardial infarction, occlusion, thrombosis, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The xience stent is being filed under a separate medwatch report. The additional adverse patient effect of death is being filed under a separate medwatch report#.